Event description:
Blood glucose results of 244, 144, 170, 176 and 188 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calulated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.